Event description:
The customer reported that all the tiles on the central nurse's station (cns) were in communication loss. They had already rebooted the central nurse's station (cns) and that did not work. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported that all the tiles on the central nurse's station (cns) were in comm loss. The reported device was not returned for evaluation. The customer stated that they rebooted the cns, but the issue persisted. Nk tech support instructed the customer to unplug and reconnect the ethernet cable on the cns and the wall port but had no success. Interbedding with the bsm-6000's worked which suggests that the switches were working properly. Nk ts suspected either the ethernet port on the cns or the wall was defective. The customer reported, at a later date, that the cns was replaced to resolve the issue. As the issue was resolved by changing devices, this suggests that the cause of the issue is tied to the reported unit. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: minor comm loss on bsm and cns has a risk of possible patient monitoring loss. During such an event, a corresponding message is displayed on the cns to alert clinicians of the issue. Additionally, the device has a built-in interbed feature where monitoring data and alarms can be displayed at another bedside device on the network. Based on information provided by nk tech support, the root cause is most likely due to failure of ethernet port on the cns, component failure. As this issue has an overall risk score of low, a CAPA is not required per corrective action and preventive action process, sop07-003. Additional device information: d10 concomitant medical device: the following device(s) was used in conjunction with the bsm: bsms: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
The customer reported that all the tiles on the central nurse's station (cns) were in communication loss. They had already rebooted the central nurse's station (cns) and that did not work. No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that all the tiles on the central nurse's station (cns) were in communication loss. They had already rebooted the central nurse's station (cns) and that did not work. No patient harm was reported.